Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that they are getting a right brake fault on the display.